Event description:
It was reported that the patient was really struggling with the device and it still wasn't working. The patient had met with the hcp in (B)(6) and they helped her pick a program. It was reported that sometimes the patient felt stimulation in her "butt" and sometimes it would start in the vagina area and go all the way down to her left big toe. It was noted that with the trial the patient had 85% success. She thought that with the implant she would be able to sleep through the night, but she was not able to. It was noted that the patient might be able to go a couple hours without going to the bathroom but when she got the urge to go she has a hard time making it to the bathroom. It was also reported that sometimes the device felt funny, like it was folded over. It was reported that the patient had two tract infections and was on antibiotics for a while. Starting a week before the report the patient had no stimulation sensation and had tried all 4 programs and had gone all the up to 9v on some of them and was not able to feel any stimulation. The patient reported that there were no falls or trauma however she had been getting massages for over a month and they did her back once. The patient was on program 3 at 6.3v and when she tried to increase stimulation she saw the upper limit message. The patient switched to program 4 at 4.7v and was not feeling stimulation. It was noted that the patient could usually feel stimulation right after switching programs. The patient¿s next appointment was (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va05bgg, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).